Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken conductor wire within the grip-tangs. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The force bipolar instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.67mm. The grips were not found to be cracked. The components adjacent to this bent grip do not show damage. In addition, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. The components adjacent to the dislodged molded insulator did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was not linking. The procedure was completed with no reported injury.